Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was reported that on (B)(6) 2007, patient had posterior lumbar fusion surgery and was implanted with matrix construct at l3-s1. On an unknown date the patient fell, heard something pop and returned to the surgeon for examination, x-rays and MRI. The surgeon determined that the two locking caps at l3 had backed out. The surgeon returned the patient to the operating room on (B)(6) 2013, removed all eight locking caps, two titanium rods, and two pedicle screws at l3. The removed hardware was replaced with eight new locking caps, two new cobalt chromium rods and two new pedicle screws. Patient status is unknown. Report 2 of 2 for complaint (B)(4).

Event description:
This report is 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis the returned devices were evaluated by product development. (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: manufacturing evaluation was completed on 11/11/2013. Manufacturing evaluation performed; product received with nick, scratches and anodize discoloration on sd25 face. The major diameter has anodize discoloration. There is visual deformation in the sd25 form. All described nonconformities are post manufacturing. All dimensions conform, raw material has too small of an area to measure but was confirmed as correct with DHR review. Complaint is invalid from a manufacturing perspective.

Event description:
This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.